Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21apr2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 22mm x 3mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and mildly calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.5x9 non-bsc balloon catheter resulting to 50% residual stenosis. Following pre-dilation, a 3.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.